Manufacturer narrative:
(B)(4). Product analysis: the leading portion of the screws thread is damaged but does not appear to be stripped. The damage in this area appears to be the from overloading the threads of the screw. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent an unspecified procedure due to lumbar spinal stenosis. During procedure, there was one screw found to be ruptured. The physician had to replace a new one to complete the surgery. Product came in contact with patient. No patient complication were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.